Manufacturer narrative:
The field service engineer cleaned, lubricated, and calibrated the sample probe. Calibration and qc were acceptable. The last calibration was performed on 21-apr-2021 and was acceptable. The qc recovery was acceptable. No indication for a performance issue of reagent. The alarm trace contains abnormal probe sucking and abnormal sample aspiration errors. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue. Unique identifier (UDI) #:(B)(4).

Event description:
The initial reporter received a questionable gluc3 glucose hk result for one patient with the cobas 6000 c501 module. The initial result was 225 mg/dl. This result was reported outside of the laboratory. The repeated result was 97 mg/dl. This result was deemed correct. The reagent lot number was 51470301 with an expiration date of 28-feb-2022.